Event description:
The pump was reported to overinfuse an unknown solution. The pump was set to infuse at a rate of 8 ml/hr to infuse a total of 16ml in 2 hours. Reportedly, 200ml had infused in this 2 hour period. No pt injury was reported. Writer has attempted to gain add'l details regarding the medication involved, specific pt info, pt injury or medical intervention and any add'l incident details, however, at this time, no add'l info has been obtained.

Event description:
Add'l info rec'd from international affiliate revealed the medication being infused is one that affects the contraction of the heart muscle, although the name of the medication was not provided.